Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3889-28, lot# v051753, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient had a bladder infection. The patient had not really been using their device because they didn¿t understand technology or how to use it. The patient had moved and did not have a managing health care provider (hcp). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.